Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners. No cracked lcd window noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer stated that the pump failed during bolus. The customer reported a hairline crack near the screen and up arrow. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.